Manufacturer narrative:
(B)(4). Visual examination of the returned device found the screw¿s saddle has a limited amount of vertical and rotational play to it. It easily moves when prompted, but will only move up or down or rotate by a couple of millimeters. Only the saddle moves in this way. The screw shank and tulip head move around one another as intended. All of the parts remain in good condition. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the saddle being forced out of place the tulip head cannot be determined from the sample and the information provided. A potential root cause may be excessive force placed on the polyaxial screw during tightening. This may have occurred if high amounts of stress were placed on the screw¿s saddle, especially at an extreme angle in relation to the adjacent components of the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the polyaxial screw heads were fixed. No adverse consequences for patient, no surgery delay reported.